Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on an unspecified date/time customer received a ¿scan again in 10 minutes¿ message from her adc freestyle libre sensor for several hours. Caller further reported a blood glucose of approximately 50 mg/dl on an adc meter and the child experienced "shakes and trembles" was diagnosed with hypoglycemia. The child received oral "glucasport" blisters " treatment at her school. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.